Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat the left anterior descending artery and the ramus interventricularis anterior (riva) artery. Two unspecified trek balloon dilatation catheters (bdc) and a nc trek neo bdc were noted to ruptured during the procedure. Then a 3.0x15mm nc trek neo bdc ruptured and became stuck in the riva. When attempting to remove the tip of the balloon separated, remaining in the vessel. A non-abbott stent was used to embed the separated portion. A non-abbott device was used to successfully complete the procedure. It was noted that there was an unspecified previously implanted stent that was under expanded, had a sharp edge that caused the bdc to rupture. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the filed reports it was noted that the only three balloons were used (2.0x20mm trek, 3.0x12mm nc trek neo, 3.0x15mm nc trek neo). The balloon catheters were not soaked prior to use. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Subsequent to the original reported information, information provided indicates that only three balloons were used and therefore, this complaint was entered in error, as it was confirmed that only one trek balloon was used. H6 correction: medical device code 1546 removed; 3189 added.